Event description:
It was reported to philips that the device has an ECG bias issue. The field service engineer (fse) evaluated the device and found that the processor pca needed to be replaced. Diagnostic performed by engineer : diagnosis by customer confirmed by engineer. Problem description by engineer : customer function/role: customer device use: resuscitation. Expected and unexpected results: processor board- ECG bias. User impact: customer request onsite service. Patient impact: no impact. Current software version: n/a. Tools & equipment : defibrillator analyzer,2021-12-31 00:00:00; torque screwdriver,2021-12-31 00:00:00; test simulator kit,2022-01-31 00:00:00; test simulator kit,2022-01-31 00:00:00; electrical safety tester,2021-12-31 00:00:00; parts consumed : 1.00000,453563478461,restored processor board pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has an ECG bias issue. There was no patient involvement.